Event description:
It was reported that the patient underwent a cervical procedure for disc herniation at c4/5 using anterior fixation plate and screws. While the surgeon removed the fixation pin from c5, the tip of the pin broke off at c5. The broken tip was removed from patient. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.